Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) h3: analysis of the 97755 recharger (rtm) (serial number (B)(6) ) found the recharge antenna failed due to a "poor recharge quality" error. The recharge antenna failed due to the antenna temp test and the recharger was subsequently scrapped. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that the patient (pt) was charging their implantable neurostimulator (ins) and the recharger (rtm) cord became "very warm". Caller stated the pt charged their ins to 100% and after they stopped recharging, a message displayed that alerted them to charge either the ins. Caller did not have further details of the message and did not have the equipment for further troubleshooting. Patient services (ps) instructed caller to call back when they are able to perform further troubleshooting. The pt then called back for further troubleshooting. The pt confirmed that the rtm cord is getting warm, and saw a message saying to charge controller but ac power cord doesn't work to charge it. The pt then said that the ac power cord doesn't charge controller and the rtm wont charge ins. The pt put aa batteries into controller so they could control stimulation. Pt says port of controller looks intact but says the pins aren't shiny. Pt hears no rattling inside controller. Pt sees no corrosion on battery pack or battery compartment. A replacement controller was sent out to the patient. No symptoms were reported. Pt called back stating that they hadn't yet received the replacement controller, but they checked and confirmed that they then had the package during the call. Pt stated that they shouldn't have any trouble pairing the controller to their ins since they had the step by step instructions, so they would call patient services (pss) back if further assistance was needed. Pt mentioned during the call that they didn't realize how much relief they got from the ins until the ins was gone. Pt rep. Called back and mentioned the pt got replacement controller, but then charged the controller for 30 minutes and got "batteries low: recharge the controller" message when they unplugged the controller from the ac power supply and attempted to charge their implanted neurostimulator(ins). Pt came on the line and took over for the pt rep. Pt reset the controller and then plugged the controller into the ac power supply, but the green blinking light was not illuminated on top of the controller when plugged into the ac power supply. Pt got "no device found" when attempting to connect wirelessly with the controller to the ins. Pt then pressed recharge, but got "batteries low: recharge the con troller." Pt said they had the controller plugged into the ac power supply for 30 minutes beforehand, but the controller did not seem to charge at all. Pt mentioned they were "in so much pain" because they could not charge their ins because of the controller charging issue. Pt did not detect any damage to the ac power supply cord. A replacement battery pack was sent out. Additional information was received from the pt. Pt reported they received the bp and controller but they are getting system problem rm03 when recharging the ins today. Patient stated they had to continue to reset the controller and the message would clear and they could charge for a little bit, and the message will come back up. Pt stated it took 4hrs to charge the ins up to 50%. Pt stated the controller showed ins 50%, controller 50% charged. The manufacturer's patient services specialist (pss) walked pt through resetting the controller. After resetting the controller, it would not connect to the ins. The controller showed to connect the recharger to recharge the ins. Pss asked pt to inspect the recharger for damage and pt said they asked about that before and there was no visible damage to the recharger. Pt stated the recharger was heating up on the skin to the point they can't touch the recharger. Pt stated the recharger was hot to the touch so they moved it away. The issue was not resolved. Pss confirmed patient did not have fall or trauma. Pt stated they saw their healthcare provider (hcp) three weeks ago and the ins was in the same place and did not move. No symptoms were reported. A replacement controller and recharger were sent out.